Manufacturer narrative:
This device is not expected to be returned, however device analysis is not needed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that his device system was explanted due to an infection. There is no evidence of a new system being implanted at this time. No additional adverse patient effects were reported.